Event description:
The clip applier would not close ¿ unable to squeeze trigger to dispense staple. The dr. Stated the clip applier did not deploy when she squeezed the trigger. Dr. Stated there was no harm to patient and the team used a new clip applier to finish the procedure. The device was removed from the surgical field and returned to the vendor for replacement.